Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection revealed a crack in the pump connector. Therefore, the pump was removed and replaced. The cause of the pump connector crack was not detailed by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported broken connector was not confirmed as the connector was not returned for analysis. However, the pump failed the activation test, likely contributing to the reported mechanical issue. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no connector or tubing was returned for analysis. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis was unable to confirm the reported allegation related to a connector break. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and inspection revealed a crack in the pump connector. Therefore, the pump was removed and replaced. The cause of the pump connector crack was not detailed by the hospital. The patient had a stable outcome.